Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture. This is a known potential adverse event addressed in the product labeling. Explant surgery has not been confirmed. Explant surgery was planned for the future when reported.

Event description:
Physician reported left side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: underweight, one opening extended on the posterior, red particles on the shell and gel. A microscopic analysis was performed which identified: one opening sharp and non-penetrating nick near of the opening site, this condition was called surgical impact. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp opening on the anterior due to surgical impact.

Event description:
The device has been explanted.